Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using the coblator ii controller, when the coagulation or ablation pedals were pressed the unit would only ablate. Surgeon alleges that this malfunction led to a hole being burned into the patient's fascia. The procedure was completed without delay using this device for the ablation and a competitor's device for the coagulation. The surgeon commented that the damage from the burn should heal without incident and the only issue would likely be post operative pain for the patient. Further information was not provided as to the severity of the burn, treatment received after the surgery, or any additional details regarding the event.